Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that when the clinician was performing a midnight assessment on the patient, the pump started to alarm "calibrate channel". It was noted that isoproterenol was infusing at the time of the event and the medication was moved to a new pump. The malfunctioning pump was removed and tagged. The event occurred in the intensive care unit (ICU). Although requested, no additional information was provided.